Event description:
N/a.

Manufacturer narrative:
An event of pericardial effusion and cardiac tamponade post amulet device implant was reported. The device remains implanted and will not return to abbott for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information available, the cause of reported patient effect of pericardial effusion could not be conclusively determined. Reported cardiac tamponade was cascade event of pericardial effusion. The reported unexpected medical intervention was a result of case-specific circumstances as pericardiocentesis was performed. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 22mm amplatzer amulet left atrial appendage occluder was chosen for a left atrial appendage (laa) closure procedure using a 14f amplatzer torqvue 45x45 delivery sheath. There was no pericardial effusion noted prior to procedure. During procedure, the left atrial pressure was 11mmhg, the patient rhythm was non-sinus rhythm and patient's activated clotting time (act) levels were 250-300s. The laa was successfully closed with an 22mm amulet device after one partial recapture. After the procedure, 50 protamine was administered. Later in the evening, the patient developed a late <1cm pericardial effusion and 500cc of blood was removed. The tamponade was also noted associated with the procedure. The patient was reported hospitalized and stable.